Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a loud alarm went off when the device was powered on. The product fault occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. There was no evidence in the event history log. Functional testing was able to duplicate the loud noise. It was determined that the defective motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.